Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the hydrophilic coating on the distal part of a guidewire (subject device) was peeling off. The physician believed that there might be risk of those particles entering the vessels of patient's anatomy. The procedure was completed successfully. It was confirmed that patient is in good health and no clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the hydrophilic coating on the distal part of a guidewire (subject device) was peeling off. The physician believed that there might be risk of those particles entering the vessels of patient's anatomy. The procedure was completed successfully. It was confirmed that patient is in good health and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. D11 - concomitant products grid ¿ updated . The device history record (DHR) for the device implicated in this complaint has been reviewed for manufacturing issues that could potentially relate to the as reported defect. During visual inspection kink was noted to the distal 3cm section of the guidewire and the ptfe coating peeling noted 26cm to 30cm from the proximal end this damage is indicative of collet/torque device damage. There was no torque device returned. There was a sample of the peeled ptfe coating returned. A functional test was not required as the defect was visually confirmed. The reported complaint was confirmed during the device analysis. The device failed to meet specification when returned based on the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, there was a torque device used with the guidewire. The device was returned, and it was confirmed that the ptfe coating was peeling at the proximal end of the device, which matched the sample of particulate which was returned. The damage noted to the ptfe coating is indicative of scraping from use of the torque device. It is probable that the device was damaged during use of the torque device. An assignable cause of handling damage will be assigned to the reported and as analyzed events guidewire ptfe coating peeling. The guidewire was also noted to be kinked, it is probable that the device was kinked during use of the device, therefore an assignable cause of procedural factors will be assigned to the analyzed event guidewire kinked/bent.